Event description:
A customer reported that the cartridge was not fitting properly on the pump, causing their blood glucose level to exceed 552 mg/dl. The customer did not take any actions to address the high blood glucose level but was instructed to remove the pump case and inspect the pump. An o-ring on the pneumatic tap was identified as the issue, and the customer was guided to remove it and clean the area. After reloading the original cartridge, the customer was able to resume insulin therapy successfully.